Event description:
Complainant alleged that while attempting to treat a pt during a code, the device inappropriately shut down. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.